Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix can not extend and retract due to distal conductor distortion within the connector. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant, the helix would not extend due to possible tissue on the helix. The lead was not implanted. No patient complications have been reported as a result of this event.